Event description:
It was reported that a user of the ilet experienced nighttime glucose variability with prolonged hyperglycemia followed by hypoglycemia, with pump display readings as low as the 50s and difficulty confirming values on a glucometer; the user vomited after ingesting oral glucose, and a new sensor was started with warmup pending. Symptoms included hypoglycemia with nausea and vomiting. Outcomes included transient interference with daily activities requiring repeated oral carbohydrate treatment and follow-up. Investigation included troubleshooting and user education conducted remotely. Investigation of this case revealed no device alerts or alarms and an unclear cause for the hypoglycemia. It was concluded that the cause of the hypoglycemia was undetermined and that the event was managed with oral glucose. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.